Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level went as high as 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they felt sick and changed their site 4 different times. Troubleshooting for moisture damage was performed. Customer advised they smelled insulin and changed out their complete set. Customer was advised the infusion set may have head a leak. Customer advised the cannula was not bent and everything was fine. Customer advised the device was exposed to fluid in the past with no moisture visible inside the device. Customer performed the self-test and passed. Customer was advised to monitor the insulin pump and call back if issues persist.